Event description:
It was reported that during an unknown procedure, solid tone with error code 5. The tip was broken during pre run test after it was re-installed. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). No device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). Additional information: the device was received with the distal tip of the blade broken off and it was not returned for analysis; the remaining portion was noted to be discolored (blue) due to heat generated from contact between the blade and tissue pad. In addition, the hand activation contacts were found to be bent. The device was connected to a test handpiece with difficulty. During mechanical testing, the rotation knob did not rotate freely. The device was then functionally tested on the gen04 an error code 5 was displayed. A probable cause of the device not activating and displaying an error code 5 is blade damage. The blade was found to be broken at the discolored (blue). Probable cause of blade discoloration is applying pressure between the instrument blade and tissue pad without having tissue between them. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in an error code. It is possible that the damage to the hand activation contacts did not allow the device to be torque properly which could cause the generator to display communication or activation issues and error code screens.